Event description:
It was reported that the pt underwent an acdf and cervical interbody devices were implanted four months ago. The pt started to complain of neck pain without any other symptomatology recently and was found to have the bottom screw separated from the implant after backing out. No revision procedure is reported at this time.

Manufacturer narrative:
(B)(4): immediate post-op films demonstrate reasonable position of the interbody device and superior screw; the inferior screw is directed minimally laterally and there is a question as to whether the nitinol retention wire fully overlies the inferior screw. Four month post-op films illustrate that inferior screw has separated from the interbody device and is lying anterior and to the right of the cervical spine roughly 1 cm in an axial orientation with the head of the screw facing up. The interbody device appears stable. It is possible that calcification is seen within the implant to some degree.